Event description:
It was reported that since (B)(6), the patient was not able to adjust stimulation. It was noted that the patient programmer was working. The stimulation was either too high or too low and the patient wanted to get reprogramming. In (B)(6), the patient felt an electrical shock and had adjustment done my a manufacturer representative, and would like to see the representative for an adjustment. The setting was at 1.15 volts, but was not seeing anything else on the screen. The patient had short term memory and her husband was not there at the time of the report and would call back. The patient was feeling a vibration like electrical shock that started a week prior to the report, but really started in (B)(6). But a manufacturer representative walked them through it, but had not been right since (B)(6). Information regarding cause of event, patient outcome, and if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).